Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A DHR review was not performed, as this device has been serviced before/serviced multiple times. A review of the previous service was performed and no abnormalities were noted that could have attributed to the failure reported; as a result, it is likely that the issue reported was not related to the previous service of this device. Based on the results of the investigation, the reported ¿check irrigation/ electrode (error 400 ref 26)¿ issue could not be reproduced; the unit was inspected, tested and passed all functional tests and 2 hours burn-in test. The fault log showed ¿error 400 ref 26¿ nine times: the error code is generated if a the turis electrode is attached and activated without a saline solution being present, or if there is an electrode connection fault. A definitive root cause of the issue could not be determined, however, it is possible the root cause had to do with the improper use of saline solution. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gyrus, pk-sp generator had an error message: check irrigation/ electrode (error 400 ref 26). It¿s unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was not confirmed. The device was inspected, tested, and passed all functional tests and 2 hours burn-in test. The current software is v3.03. The unit needs full calibration and tests. The housing had multiple minor scratches. The fault log showed 400 ref 26, nine times which is generated if a turis electrode is attached and activated without a saline solution being present, or there is an electrode connection fault. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.